Manufacturer narrative:
This report is submitted january 3, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic, the patient experienced pain and an infection at the implant site. The device was explanted on (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.